Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case and lower case are broken. Battery drawer and battery drawer o-ring are contaminated. (B)(4).

Event description:
It was reported the epg (external pulse generator) stops working in middle of operation. The epg turns off on its own. The epg was returned for repair. No patient complications were reported as a result of this event.